Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The upper jaw has broken off and was not returned for evaluation. Dimensional assessment of the device that could be performed found the device met print specifications. Without the return of the broken jaw a root cause cannot be determined. Device has been in the field for over 8 yrs. Without previous issues. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using a refurbraptor jr punch, when the surgeon was removing scar tissue from tibio-talar ankle joint the upper jaw of the instrument broke off. The broken pieces were retrieved from the surgical site. There were no patient complications reported as a result of this event.